Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. The patient reported blood glucose results of ¿12.1, 8.6, and 8.9 mmol/l¿ with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l.this complaint is being reported because the reported results did not meet lifescans accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.